Manufacturer narrative:
Visual evaluation of the returned uphold lite with capio slim revealed that the darts are missing. The suture on the blue with white stripe dilator is frayed. The darts were not returned for analysis. Therefore, the root cause of this complaint is undeterminable. A complaint with a root cause classification of undeterminable indicates review and analysis of all available information fails to indicate a root cause or probable root cause. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a cystocele repair procedure performed on (B)(6) 2014. According to the complainant, during procedure, the dart of the suture appeared smooth and would not catch in the capio cage. There were no patient complications reported as a result of this event. This event has been deemed reportable based on the investigation results: the darts are missing and one suture is frayed.